Event description:
It was reported that there was error: air occlusion. There was unknown patient involvement and unknown harm/adverse event was reported.

Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint could not be duplicated. The complaint is not confirmed. The event history log also did not show an error. A damaged air detector was found. This will be replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.